Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.

Manufacturer narrative:
Were updated to reflect the additional information received. This is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-07025, 1225714-2014-07026 and 2937457-2014-01814. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.